Event description:
Related manufacturer reference number: 2017865-2021-36579. Related manufacturer reference number: 2017865-2021-36750. It was reported that the patient presented to the emergency room due to inappropriate shock delivered by the right ventricular lead. The patient also experienced a syncopal episode whilst in hospital. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that it was in backup operation. Also noted was right atrial lead noise. The device and both the atrial and ventricular leads were explanted. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate therapy was not confirmed by the lab. The implantable cardioverter defibrillator delivered shocks appropriately according to the programmed settings. The reported event of backup mode was confirmed. The root cause of backup mode was thought to be a power on reset but remains undetermined as it was not reproducible in the lab. Electrical and mechanical analysis was normal with no anomalies found.